Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
A chronic total occlusion (cto) of the left popliteal was crossed with 0.035 wire and 0.035 catheter. It was then pre-dilated with 3.0x40 pta balloon. The physician then performed atherectomy with the turbohawk ths-sx-c. Post angios showed emboli in the posterior tibial (pt). The pt was wired with a .014 wire and the physician extracted the thrombus with an export catheter. Once complete, flow was returned.